Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level at the time of incident was 72 mg/dl which went down to 50 mg/dl. Customer treated low blood glucose level with the food. It was unknown that customer was using auto mode or not at the time of low blood glucose event. Customer stated that sensor stopped working and they did test on transmitter and it passed. The insulin pump will not be returned for analysis.